Manufacturer narrative:
Imaging: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. One of the fluoroscopy valve load inspections performed reveals the presence of a misload by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. During the valve deployment attempt, an infold occurred. It was reported that the infold was visible during the first deployment attempt which would suggest that a misload was present. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was prepped and confirmed a good load and successfully implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were flexible. As received, leaflet l1 appeared partially closed while leaflets l2 and l3 were in a partially open position. All commissures appeared intact. The outflow displayed an elliptical appearance and inflow aspect showed a reniform appearance. The valve was received in a slightly crimped state. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. No damage, such as bends or kinks, was found on the frame. Due to the received condition of the valve, a deployment simulation to evaluate against the reported infold cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, pre-dilatation was performed with a 21x40 balloon, although the recommendation was to use a 24x40 balloon based on the measured minimum diameter and derived perimeter. Fluoroscopic check was performed showing overlap up to the third node. Upon valve deployment, an infold was observed. The procedure was delayed to allow for a new valve assembly. The patient had a pre-existing right bundle branch block, and a preemptive jugular mcp was placed. A preimplant gradient of 60 millimeters of mercury (mmhg) was measured, and a postimplant gradient of less than 10 mmhgwas observed following implant of the second valve. Fluoroscopic check was performed again showing overlap up to the third node. The procedure was completed percutaneously via the right femoral access, with a confida guidewire used, and percutaneous closure was uncomplicated. The implant depth was 4 millimeters with no recaptures, and the annulus angle was 36°. No symptoms, complications, adverse events, or injuries were reported during or after the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that a frame node overlap involving the third node was observed during loading. Per the physician, it is possible that the balloon used for the pre-dilatation was too small and this may have contributed to the infold.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, pre-dilatation was performed with a 21x40 balloon, although the recommendation was to use a 24x40 balloon based on the measured minimum diameter and derived perimeter. Fluoroscopic check was performed showing overlap up to the third node. Upon valve deployment, an infold was observed. The procedure was delayed to allow for a new valve assembly. The patient had a pre-existing right bundle branch block, and a preemptive jugular mcp was placed. A preimplant gradient of 60 millimeters of mercury (mmhg) was measured, and a postimplant gradient of less than 10 mmhg was observed following implant of the second valve. Fluoroscopic check was performed again showing overlap up to the third node. The procedure was completed percutaneously via the right femoral access, with a confida guidewire used, and percutaneous closure was uncomplicated. The implant depth was 4 millimeters with no recaptures, and the annulus angle was 36°. No symptoms, complications, adverse events, or injuries were reported during or after the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34; product lot/serial number (B)(6); product type: heart valves; product ID l-evprop34; product lot/serial number (B)(6); product type: heart valves; product ID evproplus-34; product lot/serial number (B)(6); product type: heart valves; implant date (B)(6) 2025; product ID gwbc30; product lot/serial number n/a; product type: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.